Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record determined that the device was out of calibration at the zero position and that the motor speed was erratic. The head control bar, control shaft, fine adjustment cams, motor, plug harness, switch, spring seal, throttle lever, and other parts were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that the device was in need of an unknown repair. Device malfunction. I do not know the date of the case nurse did not provide much information. Investigation found the motor speed was erratic. No adverse event was reported as a result of this malfunction.